Event description:
It was reported by service report that the siderail is not raising or lowering. It is unk if there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Broken plate on siderail cam.